Event description:
Customer reported that a multiclix lancet did not retract after firing. She was able to pull the lancet out of her finger with tweezers, did not require professional medical treatment. A request was made for the return of the product, replacement was sent.